Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements. During the lead extraction, the lead body was damaged while using the laser. The lead was explanted. The patient was hospitalized and was given antibiotics intravenously. No additional adverse patient effects were reported.